Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as an rash. There was no alleged device malfunction contributing to the irritation. It's unclear if the physician who spoke with support services, applied any creams or ointments to the skin irritation. Reporting out of the abundance of caution. Patient reported that the irritation is getting better.